Event description:
It has been reported to philips that the system did not boot up properly. The system was not in clinical use at the time of the event. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspect the system and confirm that the system was not starting up properly. Review of the system log file confirmed malfunction related to the reported issue and found problem with dcps. Upon troubleshooting rse found that lp dc on ny 16 module in the m-cabinet was missing the x7..... X14 - 24 v dc, 3rd ac/dc converter in the power tray was missing and not switched on from the pdu and the fan tray and dc ps were broken. The defective part pdu fan tray and dcps was returned for analysis and concluded that the failure was due to electrical overstress. To resolve the reported issue the rse suggested for replacement of fan tray and dc ps, pdu control module (ny 15), and lp dc module (ny 16) and the customer ordered and relaced the part on their own. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.